Event description:
Failure to charge. It was reported that pump failed to charge resulting in a loss of negative pressure therapy for 13 hours. Per the initial report, there was no fluid leakage, pooling, or bleeding, however the wound looked red around the outer edges. Follow-up observations by nurse indicated the wound was malodorous and appeared infected.

Event description:
Failure to charge. It was reported that pump failed to charge resulting in a loss of negative pressure therapy for 13 hours. Per the initial report, there was no fluid leakage, pooling, or bleeding, however the wound looked red around the outer edges. Follow-up observations by nurse indicated the wound was malodorous and appeared infected.

Manufacturer narrative:
.